Event description:
During a trial lead placement procedure and attempting to access the epidural space, the doctor applied force on the epidural needle against the lamina. It was noted that access to the epidural space was challenging. When the epidural needle was retracted, it was noted that the bevel of the epidural needle was bent towards the hub of the needle. The epidural needle was replaced.